Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure. There was no device malfunction suspected. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.